Event description:
(B)(6) registry. It was reported that patient experienced unstable angina pectoris. In (B)(6) 2018, the subject presented with unstable angina and referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery with 80% stenosis and was 28 mm long and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 32 mm promus premier stent. Following post dilatation was performed with 0% residual stenosis. Three days post-procedure, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2019, 13 days post index procedure was performed, the subject was noted with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Three days after, the event was considered recovered/resolved and subject was discharged on the same day on aspirin and ticagrelor.

Event description:
Promus premier china registry it was reported that patient experienced unstable angina pectoris. In (B)(6) 2018, the subject presented with unstable angina and referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery with 80% stenosis and was 28 mm long and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 32 mm promus premier stent. Following post dilatation was performed with 0% residual stenosis. Three days post-procedure, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2019, 13 days post index procedure was performed, the subject was noted with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Three days after, the event was considered recovered/resolved and subject was discharged on the same day on aspirin and ticagrelor. It was further reported that in (B)(6) 2019, the event was treated medically. However, the physician considered the study device not related to the event.